Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was sticking and the act button was not responding. Customer's blood glucose was 335 mg/dl, hadn't treated yet. Customer's blood glucose was high do to him eating dinner. Customer's mother did not recall any significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons do to corroded keypad traces. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at display window corners, case at reservoir tube corners, battery tube threads, reservoir tube lip, reservoir tube window and minor scratches on lcd window.